Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: dizziness. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 291, 412, 408 and 393 mg/dl. The customer¿s expected blood glucose test result ranges are 125-130 mg/dl fasting and 160 mg/dl 2 hours post meal. The customer reported feeling dizzy; medical attention was not needed at the time of the call. During the call, a blood test was performed by the customer non-fasting and produced test result of 357 mg/dl using true metrix meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 11/27/2025 and open vial date is 7/17/2024. The meter memory was reviewed for previous test result history: result 1: 375 mg/dl, date: (B)(6) 2023, time: 09:44 am, non-fasting. Result 2: 291 mg/dl, date: (B)(6) 2023, time: 12:10 am, fasting (2 hours post meal). Result 3: 412 mg/dl, date: (B)(6) 2022, time: 10:25 pm, fasting (2 hours post meal). Result 4: 408 mg/dl, date: (B)(6) 2022, time: 10:24 pm, fasting (2 hours post meal). Result 5: 393 mg/dl , date: (B)(6) 2022, time: 08:35 pm, non-fasting.